Event description:
User reported sudden hearing loss with the left cochlear implant on (B)(6) 2026. No history of trauma, no swelling or redness was reported. Re-implantation was done on (B)(6) 2026 after one month without hearing improvement.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.